Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was within range. Customer declined further assistance from tandem technical support. Reportedly, customer discussed an alternative method for insulin therapy.